Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the heath care facility with cardiac arrest and heart failure. Upon technical services review of the recorded episodes, it was noted that this ICD exhibited loss of capture (loc) on the right ventricular (rv) lead channel. The physician opted to reprogram the pacing thresholds to 5v. It was suspected that the loc was related to an electrolyte imbalance, acidosis or physiologic reasons. According to the hospital, the patient had a cardiac related event that they felt was cardiac arrest. The representative did not find any episodes that indicated there was an arrythmia. All testing measurements were within normal limits. The patient was hospitalized due to an unknown reason. No additional adverse patient effects were reported. This device remains in service